Manufacturer narrative:
The exact patient age is unknown; however the patient was reported to be over the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a pyeloscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis console. According to the complainant, during the procedure, the nurse noted that the laser body broke into two pieces upon removal from the protective hoop. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.